Manufacturer narrative:
Samples received: none. Analysis and results: the exact batch number involved is not known. Three batches are possible: 115171, 115075 and 115133. There is one previous complaint for 115171 and 115133 batches, but not related to slow degradation and closed as not justified after the analysis. There are three previous complaints for 115075, not related to slow degradation and closed as not justified after the analysis. (B)(4) units of 115171 batch were manufactured and distributed. (B)(4) units of batch 115075 were manufactured and distributed. (B)(4) units of batch 115133 were manufactured and distributed. There are no units in stock of any of the three batches. As no samples have been received and no units are available in b. Braun surgical, (B)(4). Only the batch manufacturing records have been reviewed and these products had a normal process and the results during the process fulfill the OEM requirements. As stated in the instructions for use of the product in the mode of action: when monosyn suture materials are employed, there is a mild inflammatory reaction, which is typical for an endogenous reaction to a foreign body. Monosyn is metabolized to glycolic acid by hydrolysis without causing any enduring change in the region of the wound. Approximately 50% of the original knot pull tensile strength is available after 13 to 14 days. The mass degradation of monosyn is essentially completed in 60 to 90 days". Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. B. Braun proposes some tests with monosyn quick, which degrades faster. Monosyn quick has a resistance of 70-80% at 5 days. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaints: (B)(6). It is reported that on (B)(6) 2016 a patient's elbow was sutured. The follow up on (B)(6) 2016 indicated the suture was slow to dissolve. The batch number is unknown, however, review of sales history indicates that the following batch numbers were provided to the reporting facility: 115171, 115075, 115133.